Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter stuck inside a 4fr terumo catheter. The hub, shaft and tip were microscopically examined. This device showed damage consisting of 2 fractures on the shaft located at 7cm and 18cm from the hub. The shaft was not completely separated the inner liner was still connected. The distal end of the catheter shaft showed multiple kinks located from the tip to proximally 14.5cm. The device shows evidence of the customer site not following the dfu instructions of using continuous flushing during the procedure. This is consistent with device interaction issues if the dfu is not followed. There may be device friction issues if continuous flushing is not used. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019 it was reported that the device was stuck. A renegade hi-flo fathom system was selected for use. During the procedure, it was difficult to push the device along with the wire through the celiac trunk. It was stuck in the rh catheter. The device were simply pulled out together from the patient body. The procedure was completed with different device. No complications reported and patient is stable. However, device analysis revealed fracture on the shaft located at 18cm from the hub.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter stuck inside a 4fr terumo catheter. The hub, shaft and tip were microscopically examined. This device showed damage consisting of 2 fractures on the shaft located at 7cm and 18cm from the hub. The shaft was not completely separated the inner liner was still connected. The distal end of the catheter shaft showed multiple kinks located from the tip to proximally 14.5cm. The device shows evidence of the customer site not following the dfu instructions of using continuous flushing during the procedure. This is consistent with device interaction issues if the dfu is not followed. There may be device friction issues if continuous flushing is not used. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jan2019 it was reported that the device was stuck. A renegade hi-flo fathom system was selected for use. During the procedure, it was difficult to push the device along with the wire through the celiac trunk. It was stuck in the rh catheter. The device were simply pulled out together from the patient body. The procedure was completed with different device. No complications reported and patient is stable. However, device analysis revealed fracture on the shaft located at 18cm from the hub. It was further reported that the physician speculated that the fracture was caused by pulling or pushing the microcatheter with force.